Manufacturer narrative:
The reported event could not be confirmed during the investigation. The inspection revealed the following: the identification of the returned device could be confirmed based on the catalog# and the lot# marked. No traces of foreign material of dirt of any kind could be identified in the inside or in the outside of the reamer. The reported impaired cleanability could not be confirmed. Photos showing a substance inside the cavity of some reamers, possibly dried blood and/or corrosion, were received. However, due to the lack of information, the references of the device(s) in question could not be identified. Despite the requests made, the products used and the parameters chosen during cleaning and sterilization have not been communicated by the user. Without this information no complete investigation was possible. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
It was reported that "most of the reamers, even after all the measures put in place to clean them, such as ultrasonic cleaning, swabbing, and connecting them to a washer-disinfector to wash the cavities, still have traces on the inside that are sometimes difficult to identify, such as blood or red metal. These reamers were removed and replaced with new ones. Despite the vigilance that has been put in place, it still happens that a dm is delivered to the or with insufficient cleaning, which causes the dirt to be diluted when the steam comes into contact with it, so that the tray cannot be used - dirty reamers detected when the tray is opened in the operating room). After all these incidents and the number of reamers removed because of non-compliant cleaning, and our commitment to providing a clean and functional dmx, our request is that the supplier/manufacturer take the position of making these dmx single use.'' For 2024: we had to order 51 reamers, all references combined, to replace the non-compliant ones.''